Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with glucose above 180 mg/dl for approximately four hours and reading as ¿high,¿ despite an initial infusion set and cartridge change performed per guidance; subsequent assisted site change with cartridge fill, rewind, tubing prime, insertion of a 23-inch 6 mm set, and cannula fill was followed by a decline in glucose. Symptoms included shaking and fatigue. Outcomes included no use of back-up therapy, no ketone testing, and no medical intervention or assistance beyond coaching. Investigation included telephone troubleshooting and education focused on infusion set and supply replacement. Investigation of this case revealed that the hyperglycemia resolved after the second site change, which is consistent with an infusion site or delivery issue that was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.